Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Service territory manager (stm) reported that the batteries failed run time test during preventative maintenance, therefore, replaced (2) batteries and allowed them to charge overnight. The stm then returned to run the battery test again. All of the tests passed. The iabp was cleared for clinical use and returned to the customer.

Event description:
Service territory manager (stm) reported that during a preventative maintenance (pm) the intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event reported.